Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a problem she had with a crimp in the cannula of two of her infusion sets which caused her to have a high blood glucose level. The customer stated she got a no delivery for the first one but not the second one. The customer stated her blood glucose reading at the time of the admission was in the upper 300's mg/dl. The customer stated she was wearing the insulin pump during hospitalization and that she was treated with 3 bags of fluid and insulin IV. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined by the customer. The infusion sets will be replaced. The product will not be returned for analysis.